Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The facility reported an increased upstream occlusion alarm frequency post-implementation of the v9.02.01 software update with the spectrum iq infusion pumps. It was further reported that a spectrum iq pump (serial number not provided) had an increased upstream occlusion alarm frequency. An upstream occlusion alarm was observed during a 30 minute carboplatin infusion therapy. When the infusion was complete, the tubing had air in line to the lowest y-site. The pump alarmed upstream occlusion, the nurse silenced and restarted the infusion, within one minute pump alarmed for air in line. It was stated that they need to run bags dry to get every last drop of medication into the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.